Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 62 mg/dl. Customer¿s current blood glucose value was 257 mg/dl. Troubleshooting was dose for low blood glucose and over delivery. Customer has been treated with glucose tablets. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. Based on customer report customer does not allege pump was over delivering. The patient was disconnected during the rewind/prime sequence. Reservoir is showing more insulin than what is shown on the status screen. Reviewed pump programming and customer reports programming is accurate. Customer reports pump was not worn during a medical procedure/test around high magnetic field. Based on customer report customer does not allege pump was under delivering. Customer monitor the pump and call back if the issue continues. The insulin pump will not be returned for analysis.